Manufacturer narrative:
The hospital is not releasing the outer tube. Contact at hospital stated outer tube was not defective, it was shredded when passing through a sharp edged trocar. They did not know how the trocar got a sharp edge.

Event description:
Allegedly, the doctor was performing a lap hernia repair and when he introduced outer tube (with instrument) through the trocar, a sharp edge on the trocar shredded the insulation on the outer tube into several small pieces which fell into patient. The doctor did not want to flush the area so he picked out as many pieces as he could. They think some very small pieces may remain. The procedure was completed with no injury to patient. They put patient on extended antibiotic therapy and will monitor for any impact going forward.